Manufacturer narrative:
The unit was received with broken battery tube threads. The unit also had a half broken off reservoir tube lip; the unit was tested with a test p-cap and the p-cap did not lock in place properly. The device ws unable to perform a displacement test due to the broken reservoir tube lip. Minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window were also identified. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was broken on the battery hatch. No further details were given. The insulin pump was returned and replaced.